Event description:
It was reported that the insulin pump had scratches on the screen and customer unable to see the menu. Customer's blood glucose was 6.4 mmol/l. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, severely scratched display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.